Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported perforation (atrial septal defect) resulting in hypoxia appears to be related to procedural conditions associated with the atrial septal puncture. Perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted the posterior leaflet had an indentation. An xtw clip was inserted, and grasping was performed at a2/p2. However, after grasping, a new jet was observed at the preexisting indentation. Due to this, the xtw was removed and replaced. An nt clip was inserted and successfully deployed, reducing mr to a grade of 1-2. After removal of the steerable guide catheter (sgc), shunting and a slight decrease in oxygen saturation levels were observed. Therefore, an atrial septal defect (asd) closure device was implanted. It was noted the saturation levels returned to normal. There was no clinically significant delay in the procedure.